Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The patient participated in a wear trial prior to implanting the permanent system and the placement of the implantable pulse generator (ipg) was discussed prior to implant. After placing the permanent system, the patient reported having issues with communication between the ipg and the external therapy discs. Troubleshooting found that the ipg was placed around the patient's beltline and that placement was causing the communication issues. On (B)(6) 2024 a sugical revision was performed to move the original ipg superior to avoid the patient's belt and improve communication.

Manufacturer narrative:
There is no system or component failure related to nalu products. The cause of the symptoms reported was determined to be directly related to the placement of the ipg. All original components remain implanted and in use.